Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the pump was interrogated and confirmed to not be empty. It was reported that the pump had 9 ml left in the pump which would last until about (B)(6) 2020. It was noted that the patient was working with the device manufacturer representative to have the pump refilled. It was confirmed that the patient was admitted to the hospital for several days. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration and dosage of fentanyl via an implantable pump for malignant pain and pancreatic cancer. On (B)(6) 2020, it was reported that the patient's pump was alarming and the hcp thought that the pump had gone empty either on (B)(6) 2020 or on (B)(6) 2020. The hcp did not have a programmer to check the pump and did not know the type of alarm that was active at the time of the call. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2020-mar-05. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2020-mar-03. It was reported that the patient decided to seek treatment closer to their home on (B)(6) 2019. The hcp notified the patient several time that they would need a refill of their solution prior to (B)(6) 2020. The patient was given the manufacturer's contact information to establish assistance locally or was instructed to return to the hcp. The hcp did not hear from the patient until (B)(6) 2020 via a treating hcp at a local hospital. The patient did not return the hcp's phone calls. No further complications were reported.